Manufacturer narrative:
D10 concomitant product: 80xltcd 8.0mm xlt trach cuff dist lot#: 202210123x; 80xltcd 8.0mm xlt trach cuff dist lot#: 202210123x; 80xltcd 8.0mm xlt trach cuff dist lot#: 202210123x; 80xltcd 8.0mm xlt trach cuff dist lot#: 202210123x; 80xltcd 8.0mm xlt trach cuff dist lot#: 202210123x. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the 6 tracheostomy tube's pilot balloons did not indicated the amount of air in the cuff. When air was added to cuff, pilot balloon presents flat (as if there was no air in the cuff). There was no patient injury.

Manufacturer narrative:
Additional information: e4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, 2 tracheostomy tube's pilot balloons did not indicated the amount of air in the cuff. When air was added to cuff, pilot balloon presents flat (as if there was no air in the cuff). Both tube were replaced from a patient. While the other 4 had similar issue observed on the same day during inspection.